Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. One of the reporter's test strips was provided for investigation where it was tested using retention controls on a retention meter. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 8:31 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.2 inr. When collecting a sample for meter testing, the patient did not use alcohol to prepare her finger. At around 10:30 a.m., a venous sample was collected from the patient and tested in the laboratory using neoplastin reagent on a stago analyzer, resulting with a value of 2.8 inr. The laboratory value was believed to be correct and no changes were made to the patient's warfarin dosage. The patient has a therapeutic range of 2.3 - 2.8 inr, with a target of 2.5 inr. The patient's testing frequency is weekly.